Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the cubie was not detected on the bus. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-oct-2013 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system cubie was failed to detect on bus. A field service engineer worked with customer remotely. Pharmacy staff identified multiple pockets reporting off the bus with no medications present. Drawer 7 was removed, and flat flex cable inseparable row board cable and position sensor were replaced. Drawer was reinserted and device restarted. Hardware test completed and results saved to d/support/hta results and posted in sa feed. Device rebooted and customer successfully inventoried medication. All tests passed. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the cubie was not detected on the bus. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.